Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a shock and presented to the emergency room. It was noted the device may have delivered high voltage therapy for an atrial arrhythmia that was categorized as ventricular fibrillation (vf). It was also reported that the right atrial lead was undersensing and had intermittent capture. Follow-up with the physician's office was attempted, to determine if the device may have mis-categorized, however no information could be obtained. The device and lead remain in use. No further patient complications have been reported as a result of this event.